Event description:
While carrying the extension cables through the tunneling device, the tunneling device ruptured. The extension remained in the body of the pt and could only be removed by an add'l release incision behind the ear of the pt. The hcp implanted a new extension. Post operatively, the pt outcome was "ok".

Manufacturer narrative:
(B) (4). The extensions and the extension carrier have been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.